Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The error code fad4e was confirmed in the memory log files. During baseline testing, the touch responded properly. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the screen of this programmer had frozen during a patient's routine follow-up. This programmer was rebooted but the frozen screen persisted. No adverse patient effects reported. This programmer was being returned.